Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint and the issue was confirmed. The field service engineer replaced the monitor articulating arm to resolve the customer¿s immediate concern. An investigation was performed that confirmed the reported problem and determined the cause was related to the knuckling component. There have been no further similar issues reported.

Event description:
A customer reported an affiniti 50 ultrasound system¿s monitor, during clinical use fell off without detaching as the articulating arm broke in half. No patient or user was harmed as a result of the issue. The field service engineer replaced the articulating monitor arm to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.